Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
All devices identified in this report were returned for evaluation. According to the evaluation, a visual inspection shows that the three screws were fractured, therefore the complaint was confirmed. According to the evaluation, the device history reports could not be reviewed because the lot numbers remain unknown. According to the evaluation, the IFU (instructions for use) states, ¿intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.¿ according to the evaluation, the most likely underlying cause of the complaint was determined to be excessive force being applied on the screws due to patient condition. It is stated in the complaint description that the patient has "hard bone" and "metastatic bone cancer." There are no indications of a manufacturing defect.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the surgeon planned to implant three (3) plates and twenty (20) screws in the patient. It is reported that three (3) screws broke during insertion; one tip was removed and two (2) of the broken screw tips were retained in the patient's bone. The surgeon first used an electronic driver to insert the screws, however they got stuck before screws are locked into the plate. The surgeon then tried to manually insert them, this is when these screws broke in half. It is reported a fourth screw did not break during insertion, however it is reported the surgeon removed the screw because he "felt unusual about the screw." The surgery was completed with three (3) plates and eighteen (18) screws. It is reported the patient is doing well and there is no report of pain.